Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported physical resistance/sticking-cap were unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As the reported leak and the reported physical resistance/sticking-cap were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the cap seal was not fully tightened thus resulting in the reported difficulties.based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the copilot was leaking air during the procedure and it was not able to be all the way closed. Bubbles were noted in the manifold. The control seal was tightened and the bleedback seal was not clicked. The same device was able to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.